Manufacturer narrative:
This report is being filed to provide additional information in and corrected information in investigation: one used trima platelet collection bags and the lr filter only was returned for investigation. Upon visual inspection, it was confirmed that fluid was present in the filter inlet and out let tubing, both collect bag slide clamps and the white pinch clamp on the filter inlet tubing was noted to be in the closed position. The filter was flow tested using fluid and flow through the component was verified. Further evaluation of this event has determined that the device did not cause or contribute to a death or serious injury, nor is there a likely potential for death or serious injury associated with this event based on additional investigational information. Rdf analysis confirmed that the trima accel device operated as intended by generating an ¿rbc spillover¿ alert and creating the appropriate product verification messages at the end of the procedure. Root cause: the trima accel device has algorithms that use the rbc detector output to monitor a possible rbc spillover. At detection of the rbc spillover, an alert message will sound to advise the operator and the device will automatically enter into a spillover recovery procedure. Prior to the detection of an rbc spillover, it is possible that wbcs have exited the lrs chamber and entered the platelet collection bag. The run data did not show a conclusive root cause for the rbc spillover. An rbc spillover is generally related to an interface issue in the channel of the set. Many factors can affect the interface in the channel, including laboratory data error or incorrect data entry, a disposable kit issue or a loading error of the kit in the centrifuge filler. Any restriction of the lines exiting the hex collar can contribute to an rbc spillover. The trima accel device did operate as intended by generating an ¿rbc spillover¿ alert and creating the appropriate product verification messages at the end of the procedure.

Manufacturer narrative:
This report is being filed to provide additional information corrected. Investigation: the run data file (rdf) was analyzed for this event. The trima accel device has algorithms that use the rbc detector output to monitor a possible rbc spillover. At detection of the rbc spillover, an alert message will sound to advise the operator and the device will automatically enter into a spillover recovery procedure. Prior to the detection of an rbc spillover, itis possible that wbcs have exited the lrs (leukocyte reduction) chamber and entered the platelet collection bag. The rdf did not show a conclusive root cause for the rbc spillover. An rbc spillover is generally related to an interface issue in the channel of the set. Many factors can affect the interface in the channel, including laboratory data error or incorrect data entry, a disposable kit issue or a loading error of the kit in the centrifuge filler. Any restriction of the linesexiting the hex collar can contribute to an rbc spillover. The trima accel device operated as intended by generating an rbc spillover alert and creating the appropriate product verification messages at the end of the procedure. Investigation is in process. A follow-up report will be provided.

Manufacturer narrative:
Investigation: the device history records (DHR) were reviewed for this lot. There were no events noted in the DHR that would have contributed to the elevated wbc count experienced by the customer. Investigation is in process. A follow-up report will be provided.

Event description:
The customer would like the run data file investigated to determine a possible cause for the elevated white blood cell (wbc) content in the platelet product. There was not a transfusion recipient or patient involved at the time of the residual white blood cell (rwbc) testing, therefore no patient information is reasonably known at the time of the event. Terumo bct is awaiting return of the platelet collection set for evaluation. This product is not available within the us,but this report is being filed due to an alleged failure that could occur on a similarly marketed device platform cleared for use by the FDA.